Event description:
The pt was admitted for right knee arthroscopic anterior cruciate ligament reconstruction with patella tendon graft. During the procedure it was noted that the tip of the 4.0 tomcat shaver had broken off inside of the joint. Unable to retrieve with a grasper it necessitated the surgeon to make a lateral incision to retrieve the broken piece which cosmetically the pt would have the lateral knee incision and might have somewhat more discomfort. The pt's operating room/anesthesia was 2 1/2 hours longer than anticipated. Subsequent to the surgery when the pt got up and tried to go home the left leg gave way and he complained of some numbness along the anterior aspect of the left thigh, possible transient compression along the femoral nerve causing numbness in the anterior aspect of the leg with a mild quad weakness. This was noted to have resolved on the pt's (B)(6) 2012 appointment.